Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused perforation of all filter struts outside the wall of the inferior vena cava (ivc) with multiple struts perforating surrounding tissue, and caval thrombosis. The indication for the filter placement, procedural details and medical history have not been provided and there is no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, clotting and/or occlusive thrombosis within the filter and/or the vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and vessel characteristics. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the perforation and caval thrombosis has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. Without post implant images available for review the reported events could not be confirmed or further clarified. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to, perforation of all filter struts outside the wall of the inferior vena cava (ivc) with multiple struts perforating surrounding tissue, and caval thrombosis. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.

Event description:
Additional information received per the medical records indicate that the patient has a history of deep vein thrombosis and was at a high risk for pulmonary embolism. The filter was deployed via the patient's right common femoral vein. The filter was placed at the l2-l3 level, at the level of the left and right renal veins. The patient tolerated the procedure well.   Computed tomography (CT) scans done approximately one year and seven months after the index procedure were re-evaluated nine years and seven months after the index procedure. The evaluation states that the superior end of the trapease filter is at the l2-l3 interspace. The inferior vena cava (ivc) filter is not tilted. All the struts of the filter perforate the ivc up to 4mm. The perforated struts reside within the surrounding soft tissues. Hemorrhage is seen within the right lower quadrant of the abdomen; however, this is unlikely a result of the ivc filter secondary to the clean surrounding fat planes. Thrombus is seen within the ivc filter along the lateral and inferior portions of the filter causing approximately 50% narrowing of the lumen. No fracture fragments are identified. Additional information received per the patient profile form (ppf) states that the patient experienced perforation of filter strut(s) outside the inferior vena cava (ivc), thrombus is seen within the ivc filter along the lateral and inferior portions of the filter causing approximately 50% narrowing of the lumen and the patient worried. The patient became aware of these reported events nine years and seven months after the index procedure. The form also states that one year after the index procedure the patient had seizures and brain surgeries.

Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly: a2, a3, a4, a5, b3, b4, b5, b6, b7, d11, g3, g4, g7, h1, h2 and h6. It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused perforation of all filter struts outside the wall of the inferior vena cava (ivc) with multiple struts perforating surrounding tissue, and caval thrombosis. The patient reported becoming aware of perforation and filter thrombus, causing a fifty percent narrowing of the ivc lumen, approximately nine years and seven months post implant. The patient also reported anxiety related to the filter and experienced seizures and brain surgery approximately one-year post implant. According to the medical records the indication for the filter implant was a history of deep vein thrombosis and high risk for pulmonary embolism. The filter was placed via the right common femoral vein and deployed below the level of the left and right renal veins. The patient tolerated the procedure well. A computed tomography (CT) scan was performed approximately one year and seven months post implant. Coronal and sagittal images were submitted for outside review nine years and seven months post implant. The review noted that all the struts of the filter perforate the ivc up to 4mm. The perforated struts reside within the surrounding soft tissues. Hemorrhage is seen within the right lower quadrant of the abdomen; however, this is unlikely a result of the ivc filter secondary to the clean surrounding fat planes. Thrombus is seen within the ivc filter along the lateral and inferior portions of the filter causing approximately 50% narrowing of the lumen. No fracture fragments are identified. There is no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, clotting and/or occlusive thrombosis within the filter and/or the vasculature do not represent a device malfunction. Thrombus, by the nature of its composition will occupy space within the vessel it is identified in, thus creating a luminal narrowing. Clinical factors that may have influenced the event include patient, pharmacological and vessel characteristics. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Without post implant images available for review and the limited information provided, the reported events could not be confirmed or further clarified. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.